Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient fell into a lake while wearing the insulin pump and when the patient got out of the water, the pump was buzzing and there was visible moisture behind the display lens. The batteries were reportedly removed from the pump after getting wet and when the batteries were inserted into the pump again, the pump would not power on. The reporter denied damage to the battery compartment and the battery cap or previous power issues with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power loss with moisture in the pump remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the pump had no visible moisture in the display lens. The keypad was noted to be lifted near the ok button. The audio bolus button was noted to e detached from the pump. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and did not reveal any visible defects of contamination. The battery compartment showed no damage. The battery cap was not returned with the pump for investigation. A new test battery cap was able to be properly fastened to the pump. On testing, a rewind, load and prime sequence was performed without issue. During the 24-testing, the pump emitted "no delivery" and "no prime" alarms 15 minutes into testing. The alarms were unable to be cleared and the 24-hour test could not be completed. A leak test was performed and revealed a leak at the audio bolus button. The pump's cover was removed for further investigation and revealed moisture inside the pump.